Event description:
In the irregular field monitor unit calculation program, clicking the "compute irreg points" button can cause the dose to be computed using the incorrect source to surface distance (ssd).